Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was unable to communicate with and without the antenna attached. It was noted that the patient' ins recharger was able to communicate and that the ins was fully charged during the call. It was also reported that sometimes it felt like the patient's stim 'speeds up.' Follow-up was conducted. No further complications were reported.